Manufacturer narrative:
The company rep found several electrical test fail code #53 error messages on the error log. The company rep observed in the pneumatic performance screen, the shuttle and atmosphere numbers had xx's next to them indicating that the drive transducer is not operating. The company rep replaced the (pressure) driver transducer ((B)(4)). The company rep performed functional tests and leakage tests. The company rep observed the safety disk has expired and notified the customer. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the iabp generated an electrical test fails code #53 alarm (shuttle transducer offset failure). No patient was involved.